Event description:
The pt called lifescan and alleged that their meter was prompting the three dashes. They stated that the meter was not new and that when the meter was powered on, three dashes appeared on the display, they contacted their physician for advice; however, no treatment was reported. The pt did not allege any harm or injury. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. There is no evidence of the meter contributing to a serious injury (no injury or harm was alleged); therefore the case is being reported as a malfunction. A replacement meter has been sent to the pt.